Manufacturer narrative:
An event of right to left intra-disc shunt and patient stroke was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The article states that residual shunt may lead to recurrent stroke, and the (B)(6) year old patient had a history of stroke.

Event description:
Article case description: it was reported through a research article identifying a 35mm amplatzer occluder that may be related to a malfunction resulting in reoperation. Specific patient information is documented as unknown. Details are listed in the attached article, titled transcatheter closure of a complex intra-device residual patent foramen ovale. Vanloozen, d. H., javaheri, s., agarwal, s., & amin, z. (2019). Transcatheter closure of a complex intra-device residual patent foramen ovale. Poster contributions. On an unknown date, a 35mm unknown amplatzer was implanted. On an unknown date two years later, a moderate right to left intra-disc shunt was discovered after the patient suffered a recurrent stroke. A 14mm amplatzer muscular vsd occluder (lot number: unknown) was placed within the discs of the original device, an off label use. The issue was resolved without sequelae.